Manufacturer narrative:
This report is being submitted as follow up no. 2 to update section h3, and to provide the completed investigation results. One used 8f angio-seal evolution device was received for product evaluation. Only the evolution device body was returned along with the header bag. No accessory components were returned with the device. Visual inspection revealed that the deployment sleeve of the returned device was in full forward lock position. Both colored bands were not exposed on the carrier tube assembly. The anchor was completely exposed at the tip of the carrier tube. All absorbable components (anchor, collagen and suture) remained with the carrier tube assembly. No damage or deformation was noted on the carrier tube. Button was soft upon receipt. No other visual anomalies were noted. Based on the provided information and investigation results, there is no definitive evidence that this event was related to a device defect or malfunction. The exact cause of the reported event cannot be definitively determined based on the available information.

Manufacturer narrative:
Explanted date: device was not explanted. The actual device has not been received for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported that an angio-seal evolution was used to close the access site in the femoral artery during a transcatheter aortic valve replacement (tavr) case. Upon deploying the angio-seal, before tamping the stitch it became separated. There was enough present that the doctor was able to manually tamp it to secure the collagen and obtain hemostasis. The patient was reported to be in stable condition. The procedure outcome was successful. Additional information was received on july 29, 2019. A pre-deployment angiogram was performed.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the device return date in to update. The actual device has been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete.